Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son had a high blood glucose value of 414 mg/dl. The customer's current blood glucose value was 240 mg/dl and treated with a manual injection. The customer experienced symptoms such as nausea and abdominal pain. It was also reported that the insulin pump alarmed insulin flow blocked. Troubleshooting was performed for the alarm and the customer was advised to change the infusion set. The customer¿s mother declined high blood glucose troubleshooting. The device is not expected to be returned for analysis.